Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump reported under infusion of an antibiotic during therapy. The antibiotic was ordered to be given over an hour for a total of volume of 250. The pump said that the infusion was completed even though there was still about 100ml left in the bag. The user reported to have added volume at 50 ml intervals to make sure that patient received all the antibiotics. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported "antibiotic was ordered to be given over an hour for a total of volume of 250. The pump said that the infusion was completed even though there was still about 100ml left in the bag," was verified, however not to the degree alleged by the customer. The device under-infused 6.9744% during flow accuracy testing. A review of the event history log revealed an infusion with the parameters described by the customer. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.